Event description:
It was reported to boston scientific that the injection gold probe bipolar catheter (igp) being used to treat a gi bleed would not heat up. A second of the same device was used to complete the procedure and the patient is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation wil not be performed; therefore, the cause of the reported events undetermined.